Event description:
Customer reported a blank display on his insulin pump. Customer's blood glucose is 190 mg/dl. He stated he golf all the time, so the device may have been exposed to sweat. Customer uses (B)(4) batteries. The device or the battery compartment is not damaged or corroded. Customer stated he sees a white substance and crumbs in the battery compartment. Customer inserted a new battery and the display returned. Customer was advised to monitor the device and call back when needed. A replacement battery cap was sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.